Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Sur-fit natura durahesive moldable convex skin barrier w/flange w/white tape collar and mold-to-fit opening (overall dimension 4.5" x 4.5) it is noted that there are blank areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.

Event description:
Patient reported that skin was red and irritated under tape collar, however, showed signs of improvement when product was used without the tape. The end user subsequent outcome was not reported.